Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not use room temperature insulin when filling the cartridge. Customer continued to use current cartridge. Customer¿s blood glucose level was 515 mg/dl. Customer addressed elevated bg by a correction bolus via the pump. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg.